Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl; cause was unknown. Reportedly, the customer had a seizure and fell off a bed. Customer's husband assisted in giving customer glucose gel to treat the low bg. Recommendation was made to discuss diabetes management with a health care professional.